Event description:
Console went into "emergency system" during lvad support of patient. The patient was switched to a backup console with no problems. The hospital biomedical engineer (trained by abiomed) examined the console but could not reproduce the problem the cpu board will be replaced as part of the follow-up investigation in a further attempt to isolate the problem.